Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause on how and when problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). Pfmea (B)(4) rev 24 (sac manufacturing process) was reviewed for this investigation, and the failure mode is addressed in step/item # 3. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speeds out too slow. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The jifu is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling and instructions for use were found to be adequate. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had natural removal three days after placement and the balloon was found to be ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had natural removal three days after placement and the balloon was found to be ruptured.